Event description:
Report received from USA stating that the device had a heat problem. The device was being used in surgery. There was no pt or user injury. It is unk if delay or medical intervention occurred. There is no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional info is received, a supplemental report will be submitted.